Manufacturer narrative:
Additional information: h3 evaluation summary: one sample was received for evaluation. The received sample met the product specifications. A visual inspection was performed, and it was observed all the components are assembled properly at the tubes according to drawing. An inflation deflation test was performed using a syringe and no leaks were observed during the test. No reported event was observed in the received sample and no corrective actions are required. The severity was assessed as loss of primary function. Device or item inoperable. Replacement or repair is required to obtain desired performance. Information has been added to the database and trends will continue to be monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during intubation and during cuff pressure management with automatic cuff pressure gauge, the air leakage sound was noted inside the body. Cuff pressure management was performed by changing to a cuff checker, but the cuff pressure decreased similarly. It was possible to inject air with a syringe. Patient required re-cannulation.